Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
Related manufacturer report number: 2017865-2019-05732, related manufacturer report number: 2017865-2019-05733. It was reported that the patient presented in clinic for follow-up. The patient stated to have experienced pain from the pacemaker placement. The pacemaker system was explanted and replaced in the opposite location. Patient condition was stable.